Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was noted to have a severely calcified annulus. During pre-dilation using a non-abbott balloon the patient experienced a right bundle branch block. The device was implanted at a final depth of 8mm due to patient anatomy and aortic valve calcification. A permanent pacemaker was implanted the following day. The patient status was stable.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block could not be conclusively determined. The reported device malposition appears to be related to patient¿s condition (severely calcified annulus). The reported surgical intervention was result of case specific circumstance as the patient required a permanent pacemaker. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, implantation precautions "to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3 mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot.¿